Event description:
It was reported that there was a white particle floating in a small volume intermate. This was observed after compounding with an unspecified amount of ganciclovir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. During visual inspection a white particle measuring approximately 1.56 mm in length was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.